Manufacturer narrative:
Investigation result: five mz1000 samples were received without packaging for investigation; two of the samples were received connected to a catheter, and one was connected to a catheter and an extension set. All of the samples were heavily contaminated with residual blood, apart from the sample connected to the extension set, where the blood was seen in the catheter and extension but not the maxzero itself. The customer reported that the affected samples were from lot 25015284 and that the "bidirectional valves connected to a peripheral venous catheter are repeatedly found to be completely filled with the patient's blood, visible in the valve cavity. There is therefore an unexplained venous return with this type of valve." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction of flow was observed. Furthermore, they were also subjected to leakage testing; no leakage was observed from any of the maxzero components throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25015284 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter, translated from french to english: bidirectional valves connected to a peripheral venous catheter have repeatedly been found completely filled with the patient's blood, visible in the valve cavity. Therefore, there is unexplained venous return with this type of valve. No immediate clinical consequences: the valve has been replaced and quarantined. Additional information received from the customer: please confirm lot number(s)? Lot number: 25015284. Please confirm how the defect was identified? Nurses have reported the problem several times. Please confirm when the fault was identified during priming or infusion? If during infusion, for how long? The problem occurs when nothing is connected, in discontinuous infusion. Please confirm infusion configuration - gravity or pump, infusion line height, patient entry point, infusion flow rate and pressure, infusion line configuration (other extensions or accessories), etc. As we are using a discontinuous infusion line, the set-up is short catheter + 10cm pvc extension + bidirectional valve. Please confirm if there is any visible damage to the device - such as cracks, splinters or deformation of the plunger? No visible damage. Please confirm if the component has been accessed with a canula and then reused? No canula used . Please confirm if blood has leaked outside the fluid path? Blood did not leak outside the fluid path. Please confirm if the mz has been fully primed before use. The mz has been fully primed. Please confirm if reflux was contained in the device? Reflux contained in the device. Please confirm, if the problem occurred during clinical use, whether there was under-infusion due to obstruction? No under-infusion.